Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. Following rotablation, a 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with a wolverine balloon catheter. No patient complications were reported.